Manufacturer narrative:
The unit was returned for evaluation and was tested using our standard operating procedures. We were unable to confirm the customer complaint of an overheating message. However, a broken valve mounting screw was noted upon receipt. A missing pump roller head, as reported by the customer, will prevent the unit from infusing blood properly. The operator's manual provides the following instructions for emergency manual operation: "in the event the system is not operational during a procedure, fluid can be infused manually on an emergency basis using pressure or gravity... Open the door to allow the fluid to bypass the roller pump." The operator's manual also provides the following routine maintenance instructions: "check that each pump roller spins freely. If not, remove and clean." The manufacturing records were reviewed and nothing notable was indicated. The disposable set was not returned for investigation. We have reached out to the user facility to determine the lot number. It was reported that there was no patient injury. Should additional information become available, a supplement report will be submitted.

Event description:
Belmont's clinical specialist received a report from the hospital biomed that the unit exhibited an "overheating message" and blood clotting in the disposable set. A screw was found on the floor and the user noticed the pump roller head had fallen off. The hospital biomed reinstalled the pump roller.